Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that while preparing the device for use, it was observed that when vent is powered on for regular use, a high temperature error occurs. The fse downloaded and reviewed error log and found error code 1122 cbit high temp. The blower did not sound like it was correctly operating. Per the service manual for error code 1122, the blower needs replaced. The fse replaced the blower assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting error code 1122: blower temperature high message. The device was being used to create a treatment plan for respiratory assistance. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the blower temperature is high. The customer requested an onsite service for the blower to be replaced. The rse dispatched a field service engineer (fse) to perform the repair.